Manufacturer narrative:
Patient information: no specific patient information was provided. The customer inspected the analyzer, observed black streaks on the cc cuv dry tip (09d51-02). The cc cuv dry tip was determined to be the cause of the issue and was replaced to resolve the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of trending data for cuvette dry tip identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits. Manufacturing documentation for the part weres reviewed and did not identify any non-conformances or potential non-conformances. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer obtained a falsely elevated architect creatinine result while using the architect c4000. The sample generated and initial result of 7.39 mg/dl and repeat of 0.93 mg/dl. The sample was repeated on a second analyzer generating 0.83 and 0.89 ng/dl. No impact to patient management was reported.